Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt105 adult inspiratory-heated breathing circuit had bent inspiratory heater wire pins. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of the complaint rt105 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that the inspiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during set up of the breathing circuit. A lot check revealed no other similar complaints for lot number 100830. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).